Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to 338 mg/dl after failing to activate 4 pods due to communication errors. After 3 pods failed to activate, the patient went to see their doctor (prof. Schütt) and attempted a 4th pod. That pod also had a communication error and the patient also began to feel "freezing." The doctor treated the patient with a manual injection using an insulin pen. The patient stayed with the doctor for 1 hour.